Event description:
It was reported the system had intermittent communication failures. This caused an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade was installed during the service call. The system was tested and found to be working as intended and returned to service.